Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. According to the account, the alarms were due to low left ventricular volume; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, a specific cause for the reported patient outcome due to right heart failure and withdrawal of care could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The patient experienced multiple low flow alarms on the left ventricle assist device (lvad), serial number (B)(6), following implant on 19oct2020. The patient¿s right ventricular assist device (rvad) had estimated flow of 3.5 to 4.0 liters per minute (lpm). It was reported that the patient¿s pulmonary edema was clearing. The cause of the low flow alarms was reportedly low left ventricular volume, and it was reported on (B)(6) 2020 that the low flow alarms resolved. The plan was for the patient to be weaned off the rvad. However, it was reported that the patient ultimately expired on (B)(6) 2020 due to right heart failure and withdrawal of care. The submitted log files collectively contained data from (B)(6) 2020, and found that the pump operated at the set speed without issue. Multiple, sustained low flow alarms were captured through the controller event log file, and most of the data collections in the controller periodic log file following implant also contained low flow alarms. There were no other notable alarms active in the log files. Low flow software upgrades were performed to the patient¿s system controllers, serial numbers (B)(6), on (B)(6) 2020. Heartmate 3 left ventricle assist system, serial number (B)(6), would reportedly not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27sep2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No additional information was provided. No product will be returned. It was reported that the rvad was removed the day prior to the patient's death. The serial number of the rvad is unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2020. Rvad was flowing at 3.5-4 l and the lvad was continuously low flowing. The patient's pulmonary edema was clearing. The ICU staff have been extended silencing her alarms, which is why there were speed drops on the log files. The vad team could not figure out why the patient continuously has alarms on their device and were questioning the controller. A log file review was requested. The log file captured low flow events on (B)(6) 2020. There did not appear to be any type of mcs equipment issues causing these events. The low flow events seem to be a patient hemodynamically related issue and not an vad related issue. There were no indications in the file that a controller change was needed. It was reported that the patient had an echocardiogram, but the site was not able to see much. A transesophageal echocardiogram (tee) was scheduled for (B)(6) 2020. It was reported that the field clinical consultant performed controller software (B)(4) upgrade per surgeon's request. It was reported that the cause of the low flow alarms was identified to be from low left ventricular volume. The low flow alarms resolved. The patient was in the ICU and the plan of care was to wean the patient off the rvad. It was later reported that the patient passed away due to right heart failure and withdrawal of care.